Event description:
It was reported that the buttons on the customer's insulin pump were not easily responsive. Customer's blood glucose was not known. No significant events leading to the issues were recalled. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act keypad dome. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.